Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced intermittent dizziness and presented in clinic. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible. All other electrical measurements were in range. No intervention was performed and the patient would continued to be monitored.